Event description:
Received lasik eye surgery. Since the surgery, my vision is cloudy all day, every day because of chronic dry eye. It affects my focus 24 hrs/day. I continuously use eye drops, prescribed by the doctor, but they haven't added any benefit, or changed my vision so I can focus. The cloudiness remains 100 percent of the time. It affects my driving because I can't focus very well on objects. It affects my night vision and am unable to drive at night because the lights are expanded so I can't tell the exact position of other cars or objects. The eye doctor advised me, that it would correct itself after 6 months from the surgery, but now after 3 years, nothing has changed and my vision is not getting better. In 2009 received lasik eye surgery. After the eye surgery I now have chronic dry eye syndrome. (B)(6).